Event description:
The device was used during a wedge resection procedure. Reportedly, the staples did not form properly. The surgeon used another instrument to complete the procedure. No pt injury was reported.

Manufacturer narrative:
5/2/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.